Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is genuine stress urinary incontinence, cystocele, rectocele and enterocele with uterine prolapse. The postoperative complications that this patient developed following transvaginal placement of surgical mesh are in 2003 the patient underwent vaginal hysterectomy, suburethral sling (pelvicol) with 2 x 8 pelvic wall tissue, paravaginal defect repair with 4 x 8 pelvic wall tissue, levator application with 4 x 7 pelvic wall tissue reinforcement, anterior repair, posterior repair, cystoscopy and suprapubic catheter placement under general anesthesia. Complications post pelvicol placement are in 2003 - post-operative fevers, mild suprapubic pain - possible pelvic infection versus reaction to the sling versus drug fever, abrasion to right groin due to tape -prescribed levofloxacin, metronidazole. In 2004 - underwent colonoscopy with biopsy for rectal bleeding and abdominal pain in 2004 reveals colitis and probably ischemia. In 2009 - left lower quadrant pain accompanied with a few episodes of diarrhea with small amount of blood - relapsing episodes of acute diverticulitis, left lower quadrant pain, adnexal mass, pelvic relaxation and complete pelvic vaginal relaxation, erosion of sling into vaginal area, recurrence of stress urinary incontinence. In 2009 for prolapse repair, possible oophorectomy. Has multiple recurrent diverticulitis with bloating and swelling, minimal stress incontinence but did have anti-stress incontinence, urge incontinence, abdominal pain, positive for painful frequent urination, slow urinary stream. Some sutures removed from the vagina ¿ cystocele, hyper molar urethra grade 4 cystocele, enterocele, enterocele complex. There is a minimal rectocele. On (B)(6) 2009 - vaginal prolapse, recurrent diverticulitis, cuff prolapse, severe cystocele, stress incontinence, urge incontinence, abdominal pain, constipation and diarrhea.